Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips that the device fails auto-test at therapy delivery. There was no reported patient involvement/adverse patient impact.